Event description:
About a month ago, spacelabs monitors alarming at bedside but not in the centralized telemetry room for abnormal ectopy (in this event pt with 27 runs of v-tach) no alarms in monitor tech room. Also leads off alarms have higher priority than abnormal ectopy alarms in the monitor tech room. Alarm settings at bedside units set to "on" and in centralized monitor room, ll rooms' alarms for ECG were set to "off factory default." Same problem five days later; a pt had a run of v tach with 7 ectopic beats, cardiac monitor did not alarm at bedside or in the monitor tech room. No harm to pt.clinical eng notified both times.what was the original intended procedure?monitor cardiac patients.device #1is this a laboratory device or laboratory test?no.